Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while the device was being prepared by flushing it with dye, the blue stripe appeared to be peeling. The device was not used in the patient and the procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the wide blue paint band at the distal tip was peeling. Examining the tip under the microscope, it appears that the distal tip might have come into contact with some part of the scope (elevator), while being pushed through the scope during prep, causing the blue paint band to peel. The condition of the returned unit was consistent with the complaint incident that the blue paint coating at the distal tip of the tome appeared to be peeling. During manufacturing, the tome devices are 100% inspected for paint band integrity. The most probable root cause is handling damage since the peeling paint band is likely due to the contact of distal tip with some part of the scope (elevator) or customer handling during prep. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while the device was being prepared by flushing it with dye, the blue stripe appeared to be peeling. The device was not used in the patient and the procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.